Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the diagnosis of biliary stricture on (B)(6) 2024. During the procedure, the spyscope ds ii was used together with a spybite biopsy forceps and an extractor pro to remove the stones. The procedure was completed with this device. The physician reported that the patient developed sepsis on (B)(6) 2024, and was under medicine control. On (B)(6) 2024, the patient had septic shock which led to death on the same day. Reportedly, it was unknown if the patient has any co-morbidities that could have contributed to the event, however, the result of the biopsy was positive cholangiocarcinoma. Additional information was received on april 24, 2024: it was reported that there was no alleged malfunction of the spyscope ds ii, spybite and extractor pro balloon when used during the procedure. In the physician's assessment, these devices did not contribute to the patient's sepsis.

Manufacturer narrative:
Additional information: block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f02 captures the reportable event of patient's death. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf impact code f2303 captures the reportable event of medication required. Block h10: correction to block b3 (date of event). Update to block h6 (patient code). Update to block h6 (patient impact code).

Manufacturer narrative:
Block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f02 captures the reportable event of patient's death.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the diagnosis of biliary stricture on (B)(6) 2024. During the procedure, the spyscope ds ii was used together with a spybite biopsy forceps and an extractor pro to remove the stones. The procedure was completed with this device. The physician reported that the patient developed sepsis on (B)(6) 2024, and was under medicine control. On (B)(6) 2024, the patient had septic shock which led to death on the same day. Reportedly, it was unknown if the patient has any co-morbidities that could have contributed to the event, however, the result of the biopsy was positive cholangiocarcinoma.

Manufacturer narrative:
Block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f02 captures the reportable event of patient's death. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device required. Block h10: correction to block b3 (date of event). Update to block h6 (patient code). Update to block h6 (patient impact code).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the diagnosis of biliary stricture on (B)(6) 2024. During the procedure, the spyscope ds ii was used together with a spybite biopsy forceps and an extractor pro to remove the stones. The procedure was completed with this device. The physician reported that the patient developed sepsis on (B)(6) 2024, and was under medicine control. On (B)(6) 2024, the patient had septic shock which led to death on the same day. Reportedly, it was unknown if the patient has any co-morbidities that could have contributed to the event, however, the result of the biopsy was positive cholangiocarcinoma. Additional information was received on april 24, 2024: it was reported that there was no alleged malfunction of the spyscope ds ii, spybite and extractor pro balloon when used during the procedure. In the physician's assessment, these devices did not contribute to the patient's sepsis. Additional information was received on may 24, 2024: it was reported that a sphincterotomy was performed on the patient from a different health care facility prior to the endoscopic retrograde cholangiopancreatography (ercp) procedure using the spyscope ds ii. The 7fr advanix stent that was implanted was removed to proceed with the spyglass procedure and a 10fr/7 advanix rx stent was then placed after to complete the procedure.